Event description:
It was reported that this electrode was explanted and returned due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.